Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was advised that the customer had been having issues getting data from two of hr sensors. Her blood glucose was 342 mg/dl at the time of reporting. The sensors are being replaced as a courtesy. No equipment was returned. No additional information was reported.